Event description:
International affiliate reports that the tip broke off from the viper2 final tightener driver intra-operatively. Another instrument was available to complete procedure without delay. There were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Manufacturer narrative:
Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not returned with the driver. Scanning electron microscopy analysis found the existence of several cracks at the hexlobes, indicating that breakage occurred due to high torsional shear loads. No material defects or other abnormalities were observed in this analysis. A review of the device history record identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. In the absence of an identified device manufacturing/release issue of an observed trend, this complaint will be closed with no further action required.